Event description:
It was reported that at 18:30 in 2007, md inserted catheter femorally into patient to infuse heparin. Placement was confirmed via x-ray. Three days later, catheter was removed from patient due to dialysis failure causing patient's blood pressure to drop. There was no scan to confirm a block. At 4:00 the following day, patient died due to pulmonary embolism. Per customer, "dialysis failure" was not product related. It was due to "the port of the catheter being stuck to the vessel wall, and blood clots formed at the catheter port."

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.